Manufacturer narrative:
Terumo did not receive the actual device, therefore, no physical investigation was performed. An evaluation of the specification and photos used to build the pack suggest that the layering and placement of components may have caused the kink. Terumo will review component placement during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was a kink in tubing on the centrifugal pump. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.